Manufacturer narrative:
Not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. If explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. No: the device was not returned for evaluation, as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was report that a pre-loaded product intraocular lens (iol) haptics broke off as the doctor was advancing the lens. No patient contact was made. The suspect iol was thrown away. A backup iol was used and the case was completed successfully. No other information was provided.